Event description:
It was reported that the devcie had programming and telemetry difficulty along with no output. Device was removed from service. No patient complications have been reported as a result of this event.